Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The same day the patient was treated with cefazoline 1 gram for 13 days (route and frequency not reported) and intraperitoneal (ip) fortum 1 gram for 13 days (frequency not reported). The cause of the peritonitis was unknown. The patient was discharged 13 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.